Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm ratcheting handle a crack at the distal end of the shaft was seen. Also dings and scratches were noticed throughout the shaft of the handle. The 10mm, 33cm ratcheting handle failed the insulscan test. The probable root cause's could be user misuse and or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.